Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 demo ventilator is requiring inspection. The unit, while in use, was showing elevated exhaled volumes during ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien service engineer (se) inspected the device and was not able to duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.